Manufacturer narrative:
The reported event of loss of sensing was not confirmed. As received, a complete lead was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray inspections of the lead revealed no anomalies.

Event description:
It was reported that loss of sensing was observed on the right ventricular (rv) lead during the implant procedure. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.